Manufacturer narrative:
Field service engineer (fse) investigated and found the i5 system unable to acquire images. Fse rebooted system and verified proper operation using service checklist qssrwi4.3. System is now fully functional and returned to the customer for full service.

Event description:
Customer reports the system fluoro failed during an unknown procedure. Staff moved the patient to another room and completed the case without incident. No reported injury.